Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the insertion of the right chest tube, the flared end of the thal quick chest tube separated from in a location that is not intended to separate causing the thoracic tube to be exposed to air. The patient had multiple chest x-rays due to the tube separation that occurred in four occasions. All separations on the same patient and same tube within a two day period of time. The problem with the tube was not immediately recognized as being part of the tube. The patient avoided surgery due to continued pneumothorax when the problem with the tube was identified. It was thought to just have been disconnected from the 5/1 connector. The patient had a prolonged hospital stay and recurrent pneumothorax due to loss of waterseal and/or suction of the chest tube.

Manufacturer narrative:
Lot # requested but not provided. (B)(4). Investigation: a review of complaint history, drawings, quality control (qc) and trends was conducted during the investigation. The complaint device was not returned for investigation. The complaint description states "the flared end of the thal quick chest tube separated from the chest tube...the patient had multiple chest x-rays due to tube separation occurring four times." The description also states "all separations on the same patient and same tube within a two day period of time. The problem with the tube was not immediately recognized as being part of the tube. It was thought to just have been disconnected from the 5/1 connector. The patient came close to going to surgery due to continued pneumothorax but avoided it when we correctly identified problem with tube." The catheter and hub are manufactured and bonded together at an approved vendor. The bonding of the hub and catheter is performed according to specifications. Quality control confirms proximal end of catheter and check for correct fitting and verify security of fitting to tubing. It is possible that excessive force placed on the proximal end could have contributed to this failure, but a root cause for this failure cannot be determined with a high degree of certainty. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. Quality engineering risk assessment was used to assess the risk of this complaint. Per the conclusion, further risk reduction activities are not required.

Event description:
During the insertion of the right chest tube, the flared end of the thal quick chest tube separated from in a location that is not intended to separate causing the thoracic tube to be exposed to air. The patient had multiple chest x-rays due to the tube separation that occurred in four occasions. All separations on the same patient and same tube within a two day period of time. The problem with the tube was not immediately recognized as being part of the tube. The patient avoided surgery due to continued pneumothorax when the problem with the tube was identified. It was thought to just have been disconnected from the 5/1 connector. The patient had a prolonged hospital stay and recurrent pneumothorax due to loss of waterseal and/or suction of the chest tube.